Event description:
It was reported the patient underwent a left hip revision approximately 5 years post implantation due to elevated metal ions. The femoral head was replaced during surgery and soft tissue damage was noted. During the procedure the femoral neck component would not disengage from the femoral stem. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: trilogy shell 52mm od 62005222 lot: 62498553. Trilogy liner longevity 63105032 lot: 62449618. M/l taper with kinective modular femoral stem press fit: 00771301000, lot: 62472149. Kinectiv modular neck: 00784801301 lot: 62258017.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision approximately 5 years post implantation due to unknown reasons. No additional information.